Event description:
It was reported that when the right ventricular [rv] lead measurements were taken after pocket closure, the r wave measurement had significantly decreased and unipolar capture threshold was high. Micro-dislodgement was suspected; the pocket was reopened and lead was repositioned. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.